Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10138. It was reported the patient experienced a change in stimulation after suffering a recent fall and was not receiving effective stimulation. X-rays confirmed the leads had migrated up slightly. The patient underwent surgical intervention on (B)(6) 2015, where the leads were repositioned back into place.

Event description:
Device 1 of 2 reference MFR report: 1627487-2015-10138 follow up information identified the patient is now receiving effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.